Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 0.8 mg/day via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that the patient had a lack of therapy, return of symptoms, and withdrawal symptoms. The event date was asked but unknown. It was unknown f any environmental, external, or patient factors may have led or contributed to the issue. The patient was brought to the operating room on (B)(6) 2016 for a possible catheter revision. However, a (B)(6) study and (B)(6) study performed in the operating room did not show any problems with either device. Therefore no surgical intervention was performed and none was planned. It was unknown if the issue was resolved. The patient was noted to be "alive - no injury". Additional information was received from a consumer. It was stated when the patient was constipated his pump would swell out and after he did an enema the pump went back to the way it was. It was stated when the patient¿s stomach swells up it is very uncomfortable. It was stated the doctor told the patient he was constipated. It was stated the patient lost a lot of weight. It was stated the patient went from (B)(6). It was stated the patient was not able to eat because he did not feel well. It was stated the catheter was potentially blocked/clogged. It was stated the patient went to the doctor to get a fill and the doctor told him he had a potential infection. It was also stated the patient went through withdrawal. It was stated the patient started with morphine in his pump, but that wasn¿t working so they switched to dilaudid. However, when the dilaudid was put into the pump it was stated the pump wasn¿t pushing medication through to the catheter. It was stated the patient was ¿put out¿ and the catheter clog was cleaned out with a needle. After the procedure the patient went into complete withdrawal and became very ill. The patient was placed on oral dilaudid to relieve withdrawal symptoms. After the withdrawal the patient got weak and sick. The patient was completely dehydrated, throwing up and couldn¿t keep anything down. It was stated the patient was hospitalized because of this and it was suspected the patient had an infection. At the hospital the patient had CT scans, xrays and blood work done. It was stated they ruled out lung issues in the hospital. The patient lost 22 lbs and the patient was sleeping 20 hours a day. It was stated the patient cannot go to the bathroom. It was stated the hospital thought maybe the stool back up was pushing on the pump. It was stated the patient¿s physician wanted him to have a colonoscopy. The patient had saline put in his pump to see if the dilaudid was causing the issues. It was stated that the patient felt constant uncomfortable pressure at the pump implant site. It was stated that when the patient went to the bathroom for a few days the pump looked like it was being pushed out and you could see the outline of the pump on his skin. It was stated dr. Gardner had a tremor and he missed the pump a lot. It was stated that the patient had 5 marks on his body from the refill. It was stated the patient lost complete trust in his physician. It was stated that the issues with the pump and therapy had caused the patient to be very anxious. It was stated the patient was implanted for pain from a beating he took as a cop and broken bones that he had. It was stated the patient had his spleen removed and stomach cancer in the past.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Interrogation of the pump determined it was used to infuse normal saline [0.9 mg/ml] at the minimum rate. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-12. It was reported that the patient's pump and catheter were explanted on (B)(6) 2017. No further complications were reported.